Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal iliac artery (iia) using a px slim delivery microcatheter (px slim). During the procedure, prior to advancement into the patient, the physician was advancing the px slim over the guidewire and noticed that the px slim was broken at the distal end. The px slim was therefore removed and was not used in the procedure. The procedure was completed using another px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim was ovalized from approximately 19.0 ¿ 19.5, 22.0 - 22.5 and 79.5 ¿ 80.5 cm from the hub. The device was fractured approximately 50.0 cm from the hub. The device was kinked approximately 92.0 cm from the hub. Conclusions: evaluation of the returned px slim revealed a fracture on the mid-shaft. If the device is forcefully manipulated at extreme angles during preparation for a procedure, damage such as a fracture may occur. Further evaluation revealed ovalizations and a kink. These damages are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.